Event description:
The customer reported that while monitoring a baby using an m3001a, the customer reported that the spo2 measurement was consistently at 100%, and that there was an "issue", although it is not clear what exactly happened.

Manufacturer narrative:
(B)(4). The customer reported that while monitoring a baby using an m3001a, the customer reported that the spo2 measurement was consistently at 100%, and that there was an "issue", although it is not clear what exactly happened. Prior to the issue, the nurses had confirmed that the baby's condition was fine. The biomed stated that he had proof of an incident. As a comparison, the caller said that they put the baby on a propaq, and that showed much lower readings than the philips system, which showed 100%. When it is possible to obtain a constantly increased spo2 numeric, this is considered a malfunction which could result in a delay in treatment, failure to recognize a change in pt condition, and be a factor in a serious injury/death. Additionally, a pt issue was alleged, and we will report the case. Philips is in the process of obtaining add'l info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Manufacturer narrative:
Philips made attempts to return the device for evaluation at the factory, but the customer declined return of the device. The customer declined release of the mp70 or mms status logs. According to the central logs, the device seemed to be working normally, with regular alarms around the time of the reported incident. The customer declined to release the status logs of the mp70 or mms. There were no central alarm log entries between 11:30am - 11:40am. The equipment was not released for philips to investigate the reported inaccuracy. The investigation by the hospital biomed on site supports that there were inops to indicate poor signal when there were questionable values. No repair was warranted. The device remains at the customer site. No trouble could be found, but no cause was found for the reported observation, philips has noted cause for spo2 inaccuracy in the IFU for intellivue, but there is not sufficient information to identify whether this issue was caused by known causes of spo2 inaccuracy. Investigation of this complaint supports that there is no design, manufacturing, materials, or labeling problem, therefore there is no requirement for any further investigation or corrective or preventive action. No further investigation or action is warranted.

Event description:
The customer reported that while monitoring a baby using an m3001a with the serial number (B)(4), the spo2 measurement was consistently at 100%, and that there was an "issue", although it is not clear what exactly happened. Prior to the issue, the nurses had confirmed that the baby's condition was fine. As a comparison, the caller said that they put the baby on a propaq and massimo spo2 monitors, and both showed much lower readings than the philips system, which showed 100%. The biomed stated that he had proof of an incident, but the customer did make any details available. No information was provided to support that there was any adverse impact.